Manufacturer narrative:
The removed data acquisition (da) pcba was returned to the failure investigation lab (fi). A visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The fi technician installed the data acquisition (da) pcba into a fi ventilator to attempt to duplicate the reported issue. The data acquisition (da) pcba was tested, and the complaint cannot be verified. The returned data acquisition (da) pcba passed all testing. No failures were identified. Upon further investigation, it was discovered that the reported issue was not observed during pre-use testing. No patient involvement was reported. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that the screen got dark and alarmed and could not shut off unless unplug the ac and battery. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported vent-inoperable: data acquisition pcba adc reference failed in the significant event log. Per the service manual, the caller is aware of the steps and the suspected parts. Since one suspect is the power management printed circuit board (pm pcb), the caller advised he would like the pm pcb replaced under field change order. If it does not resolve the issue, he will replace himself. The caller was advised of the part number of the pm pcb.